Event description:
It was reported that the vns patient¿s device was tested and system diagnostic results revealed high impedance. The patient¿s device was previously disabled on (B)(6) 2012 but was found to be programmed on following the system diagnostic test. The settings were indicative of an interrupted system diagnostic test. The patient¿s device was subsequently disabled. Review of the available programming and diagnostic history showed high impedance was initially revealed on (B)(6) 2012. The programming anomaly was reported in manufacturer report # 1644487-2014-02104.

Manufacturer narrative:
Review of the available programming and diagnostic history. Device failure is suspected, but did not cause or contribute to a death or serious injury.